Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months and twenty-nine days post implant of this 31mm bioprosthetic valve implanted in the tricuspid position, moderate insufficiency and inadequate leaflet motion was identified. Oral anticoagulation was prescribed. Approximately three months later, transesophageal echocardiogram (tee) confirmed an immobile leaflet, resulting in moderate to severe valvular insufficiency. At this time the patient was in new york heart association (nyha) class 2-3 heart failure. Ultimately, one year and three months post implant of this valve, a non-medtronic 29mm transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during the three month transesophageal echocardiogram (tee) scan, progressive degradation of the bioprosthetic valve was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient date of birth entered. Corrected date of event. Initial reporter name, occupation and email added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Echocardiographic review: medtronic received three echocardiogram readings from the facility at 3 days, 6 months, and 12 months post implant of the bioprosthesis. A third-party physician provided a summary of the results: 3 days post implant echocardiogram. A bioprosthesis was noted in the tricuspid position. The leaflets were poorly visualized but were grossly normal in appearance and mobility. There was no evident tricuspid regurgitation (tr). The right atrium (ra) and right ventricle (rv) were not visualized. 6 months post implant echocardiogram. The leaflets were not well visualized but appeared somewhat thickened with increased rigidity. There was moderate tr with a central (valvular) origin. The ra and rv appeared enlarged with moderate rv systolic dysfunction. 12 months post implant echocardiogram. The leaflets were not well visualized. As seen, appearance and mobility were grossly normal. Moderate to severe central (valvular) tr was present. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The anatomy of the tricuspid leaflets was poorly visualized and the submitted images did not allow for a conclusive cause of tricuspid regurgitation. With the information available the cause of the inadequate leaflet motion could not be concluded. Per the hancock ii instructions for use (IFU) ¿hancock ii porcine bioprostheses are indicated for patients who require replacement of their native or prosthetic aortic and/or mitral valves.¿ medtronic has not submitted the hancock ii for any design related testing for patients who require replacement of their native tricuspid valve nor did medtronic have any data to support the use of hancock ii in the tricuspid position. If information is provided in the future, a supplemental report will be issued.